Manufacturer narrative:
(B)(4) - zipper separated. Evaluation of the returned product found that the window a was installed inside out on the canopy. (B)(4).

Event description:
The customer reported that a (B)(6) female pt with special needs was in the canopy. The pt had rolled against the window and it opened up allowing the pt to fall out onto the floor. She received minor bruises but no serious injuries.